Manufacturer narrative:
The investigation revealed that one ultra fast-fix ab assembly ¿ straight was returned for evaluation for the reported complaint mode "simultaneous implant deployment". Both implants were still on the needle, the actuator was functionally tested and found to actuate as expected. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified no additional complaints for this lot number on file. (B)(4).

Event description:
It was reported that during an unknown surgery, the ultra fast-fix initially would not deploy and then did deploy both anchors at the same time. It was also reported that the device and anchors were then removed from the patient, and a new ultra fast-fix was used.